Event description:
Info received indicates the bed has no functions working.

Manufacturer narrative:
The facility found the brown wire to the spade connection was broken. The facility repaired the connection to repair the bed.